Manufacturer narrative:
(B)(4). The customer returned multiple components within an opened arterial kit, including one catheter and needle , for analysis. No definite signs of use were observed. Visual inspection of the catheter revealed that the catheter was kinked/flattened towards the distal end. This damage is consistent with the catheter interacting with other components during storage and shipping. The overall length of the catheter measured 6" which is within the specification limits of 5 13/16" - 6 3/16" per the catheter product drawing. The outer diameter of the undamaged portion of the catheter measured 0.056" which is within the specification limits of 0.055" - 0.059" per the catheter extrusion graphic. A lab inventory guide wire was advanced through the catheter and major resistance was experienced at the location of the kink. Despite the resistance, the guide wire was able to pass through the catheter entirely. Performed per IFU statement, "thread tip of catheter over guidewire.". Both the packaging technical manager and packaging engineers were previously contacted to determine if the damage could be related to the packaging design or component placement. It was noted that there is an inherent risk that could cause the catheter to become kinked during transit and/or excessive shipping. The catheter could become kinked if the kit was upside down and the catheter came out of its intended compartment and became wedged between the small flat tray and the edge of the inner tray or got damaged by other components. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual and functional inspections revealed one kink/flattened portion towards the distal end of the catheter body. Despite this, the catheter met all relevant dimensional inspection. Based on these circumstances, and comments previously provided by packaging engineering, the probable root cause is related to storage and shipping. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "catheter in kit was crushed flattened near the tip of the catheter." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".